Event description:
It was reported that a clearlink paclitaxel set leaked from the drip chamber to tubing junction. This was observed after proper set up and priming was performed under the hood in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which observed the joint of the tubing was separated from the drip chamber. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.